Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functional tested. Bulge was found in both cylinder bodies. Broken fabric treads also identified in the cylinder body. The cylinders were unable to perform functional testing due to this damage. A cylinder (1), leak was identified near the rear tip and cylinder body transition attributed to fatigue. The krt worn to filament also identified. Product investigation concluded fluid loss as the most probable cause of the event, as a cylinder leak would directly affect the functionality of the device. The product record review confirmed the reported events of do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, an investigation conclusion code of cause traced back to component failure was chosen, as issues were traced back to fluid loss and cylinder bulging through product analysis. The product analysis results and event report provided no objective evidence that would warrant further escalation. System components: pump: model: 72401110. Lot sn: (B)(6). Reservoir: model: 72404161, lot sn: (B)(6).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a connection tube crack. A patient outcome of stable was reported.

Manufacturer narrative:
System components: pump: model- 72401110, lot sn- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a connection tube crack. A patient outcome of stable was reported.